Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 26sep2014 through 26sep2017/manufacturing site: (name)/complaint class: product appearance/complaint sub class: cells damaged/leaking and heat cells damaged/leaking. The citi customizable search returned a total of 16 complaint for menstrual 8hr products during this time period for the class/subclass. The complaint was not identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking and heat cells damaged/leaking. A review of the 36 month trend chart does not show an increase overtime. Based on this citi search, there is not a trend identified for the subclass cells damaged/leaking and heat cells damaged/leaking for menstrual 8hr products. Based on this citi search, there is not a trend identified for the subclass cells damaged/leaking and heat cells damaged/leaking for menstrual 8hr products. No further action is required. A return sample has not been received at the site for evaluation as of 16oct2019. Severity rank s 3.

Event description:
Open the pack all the beads stuff fell out [device leakage]. Case narrative:this case was initially made invalid due to product complaint only but on retrospective review case was considered valid. This is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual) 3 pack (device lot number and expiration date was not provided) via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced when I got home and open the pack all the beads stuff fell out on an unspecified date. Consumer stated I paid too much money for this product to not act right. The action taken with thermacare heatwrap and the outcome of the event was not reported. The product quality group reported that: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: (B)(6) 2014 through (B)(6) 2017/manufacturing site: (name)/complaint class: product appearance/complaint sub class: cells damaged/leaking and heat cells damaged/leaking. The citi customizable search returned a total of 16 complaint for menstrual 8hr products during this time period for the class/subclass. The complaint was not identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking and heat cells damaged/leaking. A review of the 36 month trend chart does not show an increase overtime. Based on this citi search, there is not a trend identified for the subclass cells damaged/leaking and heat cells damaged/leaking for menstrual 8hr products. Based on this citi search, there is not a trend identified for the subclass cells damaged/leaking and heat cells damaged/leaking for menstrual 8hr products. No further action is required. A return sample has not been received at the site for evaluation as of 16oct2019. Severity rank s3. Follow-up (16oct2019, 17oct2019 and 26sep2017): new information received from the product quality complaint group included investigational results, severity 3. This follow up report is also being upgraded to reportable malfunction. Company clinical evaluation comment: based on the available information, the reported device leakage (open the pack all the beads stuff fell out) has been identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No trend has been identified with this batch as it relates to cell damage. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the available information, the reported device leakage (open the pack all the beads stuff fell out) has been identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No trend has been identified with this batch as it relates to cell damage. No device malfunction has been identified. No further investigations or actions is suggested at this time.